Event description:
Case description: investigation results: name: novopen 6 blue, batch number: nvgbs23. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: ryzodeg penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission the case has been updated with the following: -device tab: investigation results added, malfunction field updated to no, is non-reportable field updated to no. -EU/ca tab: final report check box ticked, expected date of follow up removed, further investigations line added. -device addendum tab: annex b c d g codes added. -narrative updated accordingly. Final manufacturer's comment: (B)(6) 2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch trend analysis was performed and the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. With very limited information regarding the patients handling of the suspected device reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of blood glucose increased. No conclusion is reached. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". H3 continued: evaluation summary. Name: novopen 6 blue, batch number: nvgbs23. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event [preferred term] (related symptoms if any separated by commas) patient's blood glucose did not decrease (400 mg/dl) and it was between 400 mg/dl - 600 mg/dl [blood glucose increased]. The spring part of the pen broke [device breakage]. Case description: study ID: (B)(6)-innovex pen educator org. Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices). Patient's height: 160 cm. Patient's weight: 62 kg. Patient's bmi: 24.218750. This serious solicited report from turkey was reported by a consumer as "patient's blood glucose did not decrease (400 mg/dl) and it was between 400 mg/dl - 600 mg/dl(blood glucose increased)" with an unspecified onset date , "the spring part of the pen broke(device breakage)" with an unspecified onset date , "urinary tract infection(urinary tract infection)" with an unspecified onset date , "nausea(nausea)" with an unspecified onset date , "tremor(tremor)" with an unspecified onset date and concerned a 778 months old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "diabetes mellitus", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) (patient used ryzodeg flextouch previously and had switched to ryzodeg penfill) from unknown start date for "diabetes mellitus", current condition: diabetes mellitus(type and duration not reported). On an unknown date, patient was admitted to the emergency room 10 days ago because her blood glucose did not decrease. The patient reported that she had a urinary tract infection, nausea, tremors and her blood glucose(blood glucose)was between 400 mg/dl at that time. The patient reported that she had been a dm patient for approximately 10 years, had previously used ryzodeg flextouch and had switched to ryzodeg penfill in the last 2 months. The patient reported that she did not have any chronic disease other than dm and that she had used another medication for dm, but could not remember the name. The patient stated that she did not think ryzodeg penfill was ineffective and that her physician had stated that her blood glucose was affected due to the infection. The patient reported that the spring part of the pen broke while using ryzodeg penfill and requested a new pen. Novopen 4 was sent to the patient. The patient could not give a clear date for her blood glucose levels, she stated that her blood glucose was between 400 mg/dl - 600 mg/dl on average and that she was currently hospitalized for control purposes. Batch numbers: novopen 6: nvgbs23 ryzodeg penfill 100 u/ml: requested action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "patient's blood glucose did not decrease (400 mg/dl) and it was between 400 mg/dl - 600 mg/dl(blood glucose increased)" was unknown. The outcome for the event "the spring part of the pen broke(device breakage)" was unknown. The outcome for the event "urinary tract infection(urinary tract infection)" was unknown. The outcome for the event "nausea(nausea)" was unknown. The outcome for the event "tremor(tremor)" was unknown. Reporter's causality (novopen 6) - patient's blood glucose did not decrease (400 mg/dl) and it was between 400 mg/dl - 600 mg/dl(blood glucose increased) : possible the spring part of the pen broke(device breakage) : unknown urinary tract infection(urinary tract infection) : possible nausea(nausea) : possible tremor(tremor) : possible company's causality (novopen 6) - patient's blood glucose did not decrease (400 mg/dl) and it was between 400 mg/dl - 600 mg/dl(blood glucose increased) : possible the spring part of the pen broke(device breakage) : possible urinary tract infection(urinary tract infection) : unlikely nausea(nausea) : unlikely tremor(tremor) : unlikely reporter's causality (ryzodeg penfill 100 u/ml) - patient's blood glucose did not decrease (400 mg/dl) and it was between 400 mg/dl - 600 mg/dl(blood glucose increased) : possible the spring part of the pen broke(device breakage) : unknown urinary tract infection(urinary tract infection) : possible nausea(nausea) : possible tremor(tremor) : possible company's causality (ryzodeg penfill 100 u/ml) - patient's blood glucose did not decrease (400 mg/dl) and it was between 400 mg/dl - 600 mg/dl(blood glucose increased) : possible the spring part of the pen broke(device breakage) : possible urinary tract infection(urinary tract infection) : unlikely nausea(nausea) : unlikely tremor(tremor) : unlikely this report is for a foreign device that is assessed as "similar" to us marketed novopen echo.